Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the pump shut off unexpectedly which resulted in the customer experiencing diabetic ketoacidosis. No additional information was provided and the customer declined troubleshooting.